Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than usual. The device has not been returned for analysis; unable to confirm if the device malfunctioned in a way that is related to this event. No malfunction was alleged by the complainant. Device was working as intended.

Event description:
A (B) (6) female with obstetric trauma was implanted with an action device on (B) (6) 2009. On (B) (6) 2010, the 11.0 cm cuff was removed and a 9.0 cm cuff implanted due to fecal incontinence. There was no malfunction alleged; device worked as intended. Pt outcome: good.